Manufacturer narrative:
Date of event is estimated. Common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8334956. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their right drg lead. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which of the drg leads was related to the issue.